Event description:
It was reported patient underwent a right hip arthroplasty 9 years post implantation due to elevated metal ions. During the revision adverse local tissue reaction secondary to tribocorrosion, fluid present in trochanteric bursa and corrosion of components was found. The head and liner were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: (B)(6)- versys epoch bfc ext ofs sz 11- 60632081. (B)(6)-liner neutral 32 mm i.d. Size ii for use with 52 mm o.d. Size ii shell-61355944. (B)(6)-continuum tm shell clust 52 ii-61398211. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Confirming complaint. The reported products were reviewed for compatibility with no issues noted. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in progress. Once the investigation is complete a follow up MDR will be submitted. Concomitant medical products: item# 00875101032-liner neutral lot# unknown, item# unknown unknown cup lot# unknown, item# unknown unknown epoch stem lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -04249.

Event description:
It was reported that patient underwent a right hip arthroplasty 9 years ago and has been subsequently revised due to elevated cobalt levels. It was noted patient experienced minimal corrosion on the tunnion.

Manufacturer narrative:
Reported event was confirmed by review of returned product and photographs. Visual inspection of intraoperative photographs identified discoloration on the head and stem taper surfaces. The explanted devices were covered in biodebris. The returned device showed dark debris and a thread like pattern on the conical taper surface. Sem analysis revealed deposits on the taper surface and circumferential grooves, possibly from contact with the surface texture of the stem¿s taper. Surface pitting was observed on the taper. Quantitative eds of the taper¿s surface identified biological material containing some or all of c, n, o, p, s, cl, and ca. Cocrmo substrate material showing elevated metal ion levels of cr, mo, and o in the darking imaging deposit areas possible evidence of corrosion products. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. DHR was reviewd and no discrepancies were found. The root cause was unable to be determined. A summary of the investigation was requested and sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.